Manufacturer narrative:
(B)(4). Unit received with critical pump error due to corroded electronic assemblies. Unit received with corroded battery tube and corroded motor home switch. Unit received with cracked battery tube threads. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had crack. Customer reported that there was no physical damage to the insulin pump's reservoir lip ring. No harm requiring medical intervention was reported. The device will be returned for analysis.